Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the pads are not bsc devices. There was no issues noted with the coaccess device or the generator. The burns occurred in the two plates that were in the inner thigh. However, the left side was a little deeper. The burns were treated with the curative aquacel.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that pad burns occurred. The patient was undergoing radiofrequency ablation (rfa) in the liver utilizing a 4.0/15/15 leveen¿ coaccess¿ needle and a rf3000 radiofrequency generator. The patient had a lesion of 3.5, near the cava vein. Rolloff was not achieved after the first 15 minutes, however after 12 more minutes, rolloff was achieved. The needle was repositioned for further ablation of the tumor that had not been ablated. Rolloff was not achieved after the first 15 minutes, however after 11 more minutes, rolloff was achieved. The pads were positioned in the lower limbs of the patient. The patient experienced intense sweating at the end of the procedure. When the pads were remove, the physician noted second level burns on the inner thigh, exactly where the pads were placed. The procedure was completed with this device. The patient status is stable.